Event description:
The respiratory therapist (rt) reported the ventilator began alarming. The rt reported pt had performed a ventilator check 30 minutes before the ventilator alarmed and that the ventilator checked out ok. Upon hearing the alarm, the rt reported rt entered the pt's room and found the pt cyanotic pt reported pt gave a manual breath via the ventilator, but there was a flow. Rt removed the pt from the ventilator and manually bagged pt. The rt manager reported the pt's cyanosis went away and there was no otherchange in the pt's vital signs. Pt reported that the pt was stable after the reported event. The rt reported that the alarms that were active were low pressure and high oxygen alarms. Pt condition confirmed to be stable.